Manufacturer narrative:
Device evaluation not completed because it was determined the reported issue was caused by the site using the incorrect booting order. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the patient trackers failed to perform as if they were not connected to power. The site indicated "localizer not connected." The site reportedly tried re-plugging the devices in. This issue occurred intraoperatively and caused a 30-minute surgical delay. There was no reported impact on patient outcome. Additional information was received stating the system was used in a case later that day without issue. After technical services (ts) spoke with the site, it was determined the monitor and axiem box were not turned on in the correct order as the emitter showed red in the set-up equipment screen.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.